Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse visited the site and confirmed the presence of air in the reference block. The fse removed and replaced the ion selective electrode (ise) reference valve, and verified no air was in the line. The fse performed four successful calibrations and quality control (qc) results were within specifications. The fse verified the repair as per established procedures and no further issues were observed following the reference valve replacement. Failure mode of the event is attributed to an ise reference valve failure. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported issues with the ion selective electrode (ise) reference valve involving the beckman coulter au680 clinical chemistry analyzer. The customer reported having difficulty calibrating the ise unit. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.